Manufacturer narrative:
This file is for patient number three (3). (B)(4).

Event description:
Additional information was received from the biomedical engineer at the facility, who reported the surgeon indicated the cause of the tear was related to surgical technique and not associated with the system or consumables. The patient is doing well.

Manufacturer narrative:
Additional information received from the facility indicated the surgeon noticed after investigation that the reported event was related to the surgical technique and that the system and consumables were no longer suspected by the customer of causing the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a patient experienced a capsular rupture during a procedure when aspirating the viscoelastic. Additional information has been requested. This is one of three reports being filed for the same facility.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative a company clinical analyst reviewed the obtained information and stated: ¿the surgeon reported that three (3) patients experienced a posterior capsular (pc) rupture during a procedure. This file is for patient number two (2). The event occurred during aspiration of the viscoelastic at the end of surgery. No system message displayed. Additional information was requested but none has been received. The operator¿s manual includes this warning: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No patient information was provided.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. It was determined that the viscous fluid control (vfc) was functioning as intended. The system was tested and found to meet product specifications. The system was manufactured on june 25, 2011. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a biomedical engineer, who reported that the surgeon became aware that it was a problem he did while manipulating the device during surgery and not a problem with the system itself. Additional information has been requested.